Event description:
During routine biopsy procedure, the localization wire was positioned in the pt's breast to confirm location of a lesion. The surgeon's opinion was that the wire was in too deep, so he attempted to pull it out. The barb end of the localization wire broke off when the wire was pulled out. The tip of the wire was left in the breast, since the doctors did not feel the pt was at risk. The dr was aware that cautions and warnings state that the wire must not be pulled out, unless the wire is surgically removed.